Manufacturer narrative:
Additional information about the repair needs to be added to the report. It was reported that the nimbus 4 mattress was overinflated. The event occurred when the patient was on the mattress. No injury was sustained. It was confirmed that no field action had been performed on the mattress, because the customer could not located the mattress within the hospital. After the reported issue, the mattress was returned to arjo and the field action was completed. The cause of the automatt over-inflation is an incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu (thermoplastic polyurethane) tube may break over time due to the extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. The patient was on the mattress when the event occurred. No injury was claimed. The complaint was decided to be reportable due to the automatt overinflation and the risk of the patient¿s fall.

Manufacturer narrative:
The cause of the automatt over-inflation is an incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu (thermoplastic polyurethane) tube may break over time due to the extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. The patient was on the mattress when the event occurred. No injury was claimed. The complaint was decided to be reportable due to the risk of the patient¿s fall because the mattress was not corrected as per the field safety corrective action ( (B)(4), fsn-suz-001-2021). H3 other text : not returned to manufacturer.

Event description:
It was reported that the nimbus 4 mattress was overinflated. The event occurred when the patient was on the mattress. No injury was sustained. It was confirmed that no field action had been performed on the mattress.